Manufacturer narrative:
Supplemental report submitted to include correction. Corrected b5.

Event description:
As reported by our affiliates in italy through clinical trial, the patient underwent tavr with a 26 mm sapien 3 ultra valve via the transfemoral approach. Some hours after procedure, the patient experienced a cardiac tamponade and a surgical drainage was performed. Four days after the procedure, an aortic dissection type a was diagnosed. No actions were taken because of the high risk. The patient passed away due to the aortic dissection. As per information received the event is related to the procedure.

Event description:
As reported by our affiliates in italy through clinical trial, it was a case of a 26 mm sapien 3 ultra valve, on aortic position by transfemoral approach. Four days after the procedure, an aortic dissection type a was diagnosed. Patient passed away. As per information received the event is related to the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided. However, the event may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: no indication of device return.